Event description:
It was reported when a patient presented in-clinic for routine follow-up feeling shortness of breath. Upon review of session records, undersensing of p-wave was observed on the atrial lead. Programming change was made to increase the atrial sensitivity. The patient was stable.